Event description:
It was reported that the customer was hospitalized for their low blood glucose. Customer stated she experienced low blood glucose for the past 2 weeks. Customer's current blood glucose was 141 mg/dl. Patient was found unresponsive and blood glucose was 42 mg/dl. Patient was treated with glucagon and juice before paramedics got to their house. Customer's blood glucose when patient got to the hospital was 132 mg/dl. Customer was not in a vehicular accident. It was found in the troubleshooting that the insulin pump is working as designed. The customer was advised to speak with healthcare provider regarding her low blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.